Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient (pt) re ported she had a reverse, complete shoulder replacement surgery on (B)(6) and after the surgery did not need to use stimulation her back did not bother her until now. Pt said she did not used stim on (B)(6) but noticed when trying to use it again she feels stim jump when she lays down, her legs are really buzzing. Pt said she has stim set so that she does not feel it. Pt said she has adaptive stim enabled and wants to continue using it. Pt said she was currently sitting and her pp showed upright 4.45 this is where she needs stim when she is upright. Worked with pt to lay down, turn stim down to a comfortable setting and remain in that position for 5 minutes when pt sat back up stim returned to 4.45. Reviewed information about adaptive stim. Offered and sent online video tutorial links. Pt will monitor the issue and call back if she needs further support. On (B)(6) 2020, patltr (con) patient responded from follow up sent. Patient reported their weight at time of event reported was 179 lbs. Patient reported they had noticed that they usually had it set about 450 and wasn't getting pain relief. When patient checked it, it was at200 which was the night time setting. Sometimes it jumps to 600 and patient's legs were buzzing. Patient reported they tried resetting it over the phone. It seemed ok but 15 mins later it didn't keep the setting. Patient reported they are just dealing with it and resetting when needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient (pt) re ported she had a reverse, complete shoulder replacement surgery in august and after the surgery did not need to use stimulation her back did not bother her until now. Pt said she did not used stim in september and october but noticed when trying to use it again she feels stim jump when she lays down, her legs are really buzzing. Pt said she has stim set so that she does not feel it. Pt said she has adaptive stim enabled and wants to continue using it. Pt said she was currently sitting and her pp showed upright 4.45 this is where she needs stim when she is upright. Worked with pt to lay down, turn stim down to a comfortable setting and remain in that position for 5 minutes when pt sat back up stim returned to 4.45. Reviewed information about adaptive stim. Offered and sent online video tutorial links. Pt will monitor the issue and call back if she needs further support.